Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 800cc saline prosthesis, catalog #3502800, serial #(B)(4).

Event description:
It was reported that a female patient had mentor smooth round moderate plus profile 800cc saline prostheses implanted in 2008. The patient reported having health problems over an 8-year period following implantation. The patient reported having the following issues: back pain, stomach pain, joint pain, liver pain, kidney pain, hand pain, uterine pain, headaches, brain fog, sweating, insomnia, acne, rashes, dizziness, shaking, memory loss, speech impairment, anxiety (including panic attacks), depression, hair loss, itchiness, uterine cysts, and food intolerance. The patient also reported having children during this time, and that the children also experienced symptoms related to her breast implants after birth. The patient stated her son and daughter had night sweats, night terrors, chest pain, and respiratory issues including problems with breathing and mucus in their lungs. The patient stated that she also experienced all these same issues in addition to the ones listed above. Emergency room visits and doctors assessments resulted from these issues for all parties. On (B)(6) 2018 the patient had the implants and surrounded scar tissue removed. She reported experience a steady improvement in her health issues since the implants were removed. This report is being generated and submitted for the son who experienced symptoms after birth. (See 1645337-2018-03604 for contralateral prosthesis report) these devices are also being reported for the two additional patients stated to have been affected by the implants: the manufacturer¿s reference number for the complaint generated based on the issues reported for the female patient who had the device implanted is (B)(4), and the report numbers associated with this complaint are 1645337-2018-03602 and 1645337-2018-03603. The manufacturer¿s reference number for the complaint generated based on the issues reported for the patient¿s daughter is (B)(4), and the report numbers associated with this complaint are 1645337-2018-03608 and 1645337-2018-03609.

Manufacturer narrative:
A medical assessment was performed by the clinician on (B)(6) 2018. The patient code was updated to 'generalized illness', a code used by mentor when a patient exhibits multiple symptoms of illness with concrete diagnosis having been made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5766507 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).